Event description:
Doctor performed a bone graft in january 2004 using a 2.3 locking plate. Pt complained of a clicking sound and returned to doctor 10 months later. Plate was bent around the symphisis and attached with 5 screws. The plate broke between the fourth and the fifth screw hole. Plate was replaced with a recon plate on 7 days later.